Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead failed to extend with multiple attempts. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended, bent and clogged with blood/ tissue. X-ray examination found the helix was bent/ stretched consistent with procedural damage. The cause of the reported event was isolated to the helix being damaged and clogged with blood/ tissue.